Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - UDI unavailable. Follow-up with the complainant has been conducted for the lot number, and the information is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr on (B)(6) 2013, for failed ukr. Patient experiencing anterior knee pain over last 6 months, getting worse. Bone scan showed increased activity at prosthetic patella. During surgery, patella button removed easily, scar / boney tissue removed, and a larger sized (41mm) patella button implanted. Condition of patient stable. Pt details: (B)(6). Female. Dob: (B)(6). Product implanted (B)(6) 2013. 10th december 2014 - email received from (B)(6) advising of the following: I was a bit confused by the original event description provided in this case, so I called the reporter for clarification. The event description has been updated as follows: the patient originally had a uni compartmental knee replacement from biomet. On (B)(6) 2013, the patient underwent the 1st knee revision and depuy components were implanted. On (B)(6) 2014, the patient underwent a further revision due to anterior knee pain over the last 6 months, getting worse. A bone scan showed increased activity at prosthetic patella. No infection was present, but loosening had occurred. It was not known why the patella was loose. During surgery, patella button removed easily, scar / boney tissue removed, and a larger sized (41mm) patella button implanted. Only the patella was revised. Condition of patient stable. (B)(6).

Manufacturer narrative:
The received pfc sigma/ov dome pat 3 peg,32 (product code 960100, lot number d13051182) and patient x-rays were forwarded to commercialized product development for evaluation and analysis ((B)(4)). A complaint database search finds no other reported incidents against the provided product and lot combination. Per customer request, a DHR review was conducted on the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.